Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please follow-up with the appropriate personnel to determine if the device jaws were eventually able to be opened. If yes, how were they opened? They would not open.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing of the device was fine. The device was loaded with a new reload cartridge, the jaws were closed and device inserted through the port and the jaws would not open to clamp on tissue. The device was removed from the patient and set aside. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p5653z. The analysis found that one pve35a device was returned with no apparent damage and with a cartridge reload present. The cartridge was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.